Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose (bg) was 'high' via the continuous glucose monitor reading. However, type of treatment to address the bg was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.